Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 80% stenosed target lesion was located in a severely calcified and severely tortuous distal left anterior descending artery (lad). The physician advanced 20mm x 3.0mm nc quantum apex balloon catheter to the lesion. During the first inflation, the balloon ruptured at 11atm. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR:examination of the returned device revealed that the tip was damaged. Magnified inspection revealed no damage to the catheter. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 80% stenosed target lesion was located in a severely calcified and severely tortuous distal left anterior descending artery (lad). The physician advanced 20mm x 3.0mm nc quantum apex balloon catheter to the lesion. During the first inflation, the balloon ruptured at 11atm. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.